Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Correction boluses were administered however they did not lower the patient¿s blood glucose levels, it was then that the patient was taken to ER by their mother. When the pod was removed from the infusion site (abdomen), the pod¿s cannula was found to be dislodged and insulin was leaking. Symptoms reported included nausea. The patient also reported ketones present in their urine. The patient was treated with intravenous fluid and insulin. The patient left the ER on (B)(6) 2026. The pod was discarded and a new pod was applied.